Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error as it was the plastic handle found fractured and not the tip of the device.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error as it was the plastic handle found fractured and not the tip of the device.

Event description:
It was reported that the piece of plastic broke off the femoral inserter when the surgeon was implanting the femoral implant. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.